Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "ruptured textured implant." The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photos identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Crease folding of implant: unable to observe, as it is a medical event. That is not related to the device. Anxiety-product-procedure: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, right side "ruptured. Textured implant." The device has been explanted and replaced.